Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. According to the investigation results, the same bacteria were detected from different sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus. Prior to the device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination was detected. The results obtained comply with the target level for an endoscope subject to high level disinfection and rinsed with sterile water. Follow up in progress to obtain additional information regarding cleaning, disinfection and sterilization (cds) process followed on site. The returned device was evaluated by olympus and the findings were as follows: due to wear of flexibility adjustment ring, flexibility adjustment did not work, bending angle in the "down" direction did not meet standard value due to wear of the angle wire, the adhesive on the bending section cover had wear, distal end cover had a crack, and the universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, that during reprocessing, the evis exera iii colonovideoscope tested positive for unexpected contamination. The hygiene microbiological investigation report from the customer indicated the channels of the scope were cultured. The auxiliary water channel tested positive for 8 colony forming units (cfus) per milliliter (ml) of klebsiella pneumoniae, 50 cfus/10 ml of klebsiella pneumoniae and 15 cfus/10 ml of pseudomonas aeruginosa. No bacterial growth was detected in the distal end. The device was retested after seven days. The working channel tested positive for eight (8) cfus/10 ml of pseudomonas aeruginosa and two (2) cfus/10 ml of klebsiella pneumoniae. The distal end tested positive for klebsiella pneumoniae and pseudomonas aeruginosa. The bacteria found must not be detected after proper reprocessing of the device. The examination result is therefore objectionable in accordance with the requirements of endoscope reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.